Event description:
It was reported that the right ventricular (rv) lead has high impedance and oversensing with noise. The lead is suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).